Event description:
The catheter dislodged. The device was removed from the patient because underlying disease was cured. The doctor noticed that the catheter remained in the patient's heart. The catheter was retrieved "in the day."